Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt rep. Said pt's ins battery was "dead" and their stimulation was not working since about 2 months ago. Pt rep. Said pt had replaced aaa batteries in pt programmer. During call, pt rep. Connected pt programmer to ins and got eri; pt rep. Bypassed eri and saw the therapy was turned off. Pt rep. Turned therapy on and adjusted therapy levels up, but pt could not feel therapy even at much higher levels. Therapy was adjusted up from 5-10 v. Pt did not feel therapy. Patient was redirected to hcp.